Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the screen black out with flicker occasionally due to defective outer tube. The cause is very likely an electronic defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there were many dents on the outer tube and the video cable was wrinkled slightly. The light guide fibers were also slightly damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope screen was flashing. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the charged coupled device was found to be defective. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.